Event description:
The manufacturer received information alleging a ventilator's tidal volume was unstable. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, the ventilator was found to power on without keypress activation when the device was connected to ac power. The device's system board was replaced to address the issue.